Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a medic was starting an IV using a bd insyte¿ autoguard¿ bc shielded IV catheter, the device was found defective resulting in leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that while a medic was starting an IV using a bd insyte¿ autoguard¿ bc shielded IV catheter, the device was found defective resulting in leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other, d.8. Device single use?: no, h.3. Device returned to manufacture: yes. Investigation summary: received a nexiva 18ga catheter-adapter extension set along with an empty-open package from lot number 7286659. DHR review: a total of (B)(4) were manufactured on nexiva line 1 starting on oct 16, 2017 through oct 20, 2017. All challenges were successful 2 non-related qns (retraction failure) 200713406 and 200713575 were initiated during the production of the lot number associated with this account. Disposition of the product, root cause and corrective action were applied according to the quality control plan. Set-up and in process samples including (but not limited to) correct assembly and part air-water-leak test passed per specification. Eura (end user risk analysis) review findings: evaluation of the returned defective unit revealed kinked extension tubing at the port of the catheter adapter, which created a leak path. Based on the customer¿s verbatim description, the effect of the device failure was leakage that did not require medical intervention. Per rm5796 rev 13(l) nexiva p-eura, this effect has a limited severity with ranking s2. Occurrence rate of this defect is remote (=10 imp) for this batch. With limited severity and remote occurrence, the risk to the end user is acceptable. Visual/microscopic examination: observed the unit was heavily soiled with patient residue (blood) observed the extension tubing was not inserted into the winged adapter, but adhered to it port where the connection was intended to happen the failure mode of kinked extension tubing was not identified in rm5796 rev 13(l). The end user effects of this failure mode are shared with the failure mode of detached extension tubing, which is already addressed in the document. Eco 500000101580 was opened to update the document accordingly. Root cause: this defect occurs during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter is misaligned during the insertion of the extension tube. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8. Protocol 18224 was implemented in december 2017 to add an additional inspection in the 100% tubing seat depth vision system program to detect tubing that has not been inserted correctly into the catheter adapter. Batch 7286659 reported in this incident was produced during october 2017. Protocol 18224 was implemented in december 2017 to add an additional inspection in the 100% tubing seat depth vision system program to detect tubing that has not been inserted correctly into the catheter adapter.